Event description:
This unsolicited case was received from united states on (B)(6) 2018 from a patient. This case involves a (B)(6) female patient who received treatment with synvisc one and few hours later experienced not able to bear weight, left leg swelled up, had problem walking, some kind of infection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date (on (B)(6) 2017 or (B)(6) 2018), the patient received treatment with intra-articular synvisc-one injection, once for no cartilage. The patient reported that she was injected in her left leg and it swelled up that night. It started a couple of hours after the injection. It was huge and she could not lift it. She was having problems walking. The patient stated that she put ice on it. The patient further stated that she did not remember if she took paracetamol (tylenol) or not but she was sure she did because that was what she takes when her knee bothers her. She had to take a couple of days off of work. The patient further stated that she was not able to bear weight on it and had to use a cane (onset date: unknown; latency: unknown). The patient did not receive any other injection prior to the synvisc. Since an unknown date, after unknown latency, patient's knee was 4 times larger than her other knee. The patient went into see the doctor the next day or the following day and the doctor drained the knee. He sent it to the lab and it had something in it but she did not remember what it was. The doctor told her it had some kind of an infection (onset date: unknown; latency: unknown) but it was not real high. The patient stated that her leg was bothering her before the injection but it was not swollen. Pain did worsen after injection. The patient also stated that her knee recovered from the swelling of the injection but her knee hurts because he drained the synvisc-one out of her knee and now she needs another injection. It was reported that the patient was not hospitalized. Corrective treatment: cane for not able to bear weight; ice for left leg swelled up; not reported for had problem walking; drain for some kind of infection outcome: unk for all the events seriousness criteria: disability for not able to bear weight; important medical event for some kind of infection pharmacovigilance comment: sanofi company comment for dated 27-mar-2018. This case concerns a patient who was receiving treatment with synvisc one and later reported walking difficulty, difficulty in bearing weight, joint infection, effusion of the knee and worsening of pain after injection. Since the adverse events occured on the day of injection the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding technique of the injection, detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
This unsolicited case was received from united states on 23-mar-2018 from a patient. This case involves a 57 years old female patient who received treatment with synvisc one and few hours later experienced not able to bear weight, left leg swelled up, had problem walking, some kind of infection. No relevant medical history, past drugs, concomitant medications and concurrent conditions were reported. On an unknown date (on (B)(6) 2017 or (B)(6) 2018), the patient received treatment with intra-articular synvisc-one injection, once for no cartilage. The patient reported that she was injected in her left leg and it swelled up that night. It started a couple of hours after the injection. It was huge and she could not lift it. She was having problems walking. The patient stated that she put ice on it. The patient further stated that she did not remember if she took paracetamol (tylenol) or not but she was sure she did because that was what she takes when her knee bothers her. She had to take a couple of days off of work. The patient further stated that she was not able to bear weight on it and had to use a cane (onset date: unknown; latency: unknown). The patient did not receive any other injection prior to the synvisc. Since an unknown date, after unknown latency, patient's knee was 4 times larger than her other knee. The patient went into see the doctor the next day or the following day and the doctor drained the knee. He sent it to the lab and it had something in it but she did not remember what it was. The doctor told her it had some kind of an infection (onset date: unknown; latency: unknown) but it was not real high. The patient stated that her leg was bothering her before the injection but it was not swollen. Pain did worsen after injection. The patient also stated that her knee recovered from the swelling of the injection but her knee hurts because he drained the synvisc-one out of her knee and now she needs another injection. It was reported that the patient was not hospitalized. Corrective treatment: cane for not able to bear weight; ice for left leg swelled up; not reported for had problem walking; drain for some kind of infection. Outcome: unknown for all the events. Seriousness criteria: disability for not able to bear weight; important medical event for some kind of infection. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 29-mar-2018. Global ptc number and results were added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 29-mar-2018.the follow up information received does not change previous case assessment. This case concerns a patient who was receiving treatment with synvisc one and later reported walking difficulty, difficulty in bearing weight, joint infection, effusion of the knee and worsening of pain after injection. Since the adverse events occured on the day of injection the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding technique of the injection, detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.